Event description:
It was reported that the patient was scheduled for bypass surgery. While in the cath lab the md inserted the sheath via the right femoral artery and then the 40cc intra-aortic balloon (iab) catheter. On connecting the driveline tubing into the balloon pump, they noted that the arterial pressure curve was dampened. On screening, they realized that the balloon was not unwrapping. The md then inflated the balloon with 50cc air twice and the clinical technologist turned the pump off and on again trying to inflate the balloon. Still the balloon was not inflating. No alarms went off during the process, therefore, no strips are available. The balloon pump that was used was the autocat2 wave. The catheter was removed and another arrow was inserted. Reference medwatch 1219856-2009-00070 for the second event involving same patient.

Manufacturer narrative:
Follow-up report will be filed if additional becomes available.